Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. Vascular access was obtained via the right femoral artery using a 6fr non bsc introducer sheath. The 99% stenosed lesion was located in the calcified and moderately tortuous right posterior tibial artery. A non bsc guide wire was advanced and crossed the lesion. A 1.5mm x 20mm x 143cm coyote es balloon catheter was used for dilatation of the lesion. During first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a 2x20 non-bsc balloon catheter and a 2.5cm peripheral cutting balloon (pcb). Different device. No patient complications were reported and the patient's status was stable.